Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir chips when patient unscrew it on rare occasions. The customer¿s blood glucose level was 330 mg/dl to 55 mg/dl. The insulin pump had unexplained no delivery alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. Insulin pump received with cracked reservoir tube lip.